Event description:
Reporter alleged blood glucose measured 273 mg/dl at 9:03 pm compared back to back with a result of 126 mg/dl taken at 9:06 pm. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.